Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, when deploying the two prostyle devices the plungers did not feel right; less resistance was felt than normal when depressing the plunger, and a cuff miss occurred with both prostyle devices. The suture of one new prostyle device with a different lot number was successfully pre-placed. The sheath size remained an 8f, and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. The irregular feel of the plunger cannot be determined. It may be the device was sub-optimal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.